Event description:
Implant and warranty registration card was received by manufacturer indicated that the patient underwent vns therapy system replacement for end of service. Follow-up with the treating medical professional's staff indicated that diagnostic testing resulted in high lead impedance, indicating a possible lead malfunction. It was also reported that they discovered later that the high impedance was due to loosening of the set screw in the generator, allowing for the lead connector pin to pull out of the generator's header. The lead and generator were explanted and replaced. Follow-up with the surgeon's staff revealed that the initial reason for re-implant was that the generator was "losing power". Good faith attempts are being made to expedite device return and to obtain additional information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or a serious injury.